Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred with multiple cartridges while the customer was not outside of the labeled operating altitude range and alarm could not be cleared. Additionally, the customer reported a low blood glucose (bg) level of 40 mg/dl; cause was unknown. Customer consumed carbohydrates to address bg. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issues were verified in the pump logs; however, no failure was identified.